Event description:
It was reported that the bd safetyglide¿ needle was unable to push fluid through due to blockage. The following information was provided by the initial reporter: "this issue has happened again this week with new lot numbers. The needles have a defect. When trying to push fluids through them we are unable to do so."

Manufacturer narrative:
H6: investigation summary : no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that the bd safetyglide¿ needle was unable to push fluid through due to blockage. The following information was provided by the initial reporter: "this issue has happened again this week with new lot numbers. The needles have a defect. When trying to push fluids through them we are unable to do so."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.